Manufacturer narrative:
(B)(4). Only event year known: 2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6), (B)(6) medical center, sex: female, age (at time of consent): 51 years, model: lxmc14, device lot number: 29113, date of surgery: (B)(6) 2022, adverse event term: dysphagia/odynophagia, site awareness date: (B)(6) 2022, end date: blank, severity: mild, relationship to study device: probable, drug therapy: yes, outcome: not recovered/not resolved. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia/odynophagia. The event was "probable" related to the study device.

Manufacturer narrative:
(B)(4); date sent: 11/30/2022. Ai received: end date : blank -(B)(6) 2022. End date : (B)(6) 2022. Outcome : not recovered/not resolved - recovered/resolved. Adverse event term: odynophagia.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2023 additional information received: relationship to study device: probable. Relationship to primary study procedure: probable. Diagnostic imaging: yes. Outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4). Date sent: 11/28/2022. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 29113, and no related nonconformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4); date sent: 11/9/2022. Additional information received. Dverse event term : dysphagia/odynophagia - dysphagia. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes -n/a. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank - yes.

Manufacturer narrative:
(B)(4). Additional information received: dilation performed : no, yes. Indicate type of dilation? : blank = mechanical. Date of dilation : blank = (B)(6) 2024.

Manufacturer narrative:
(B)(4) date sent: 2/29/2024 additional information received: updated log line 3: end date : blank => (B)(6) 2023 outcome : not recovered/not resolved => recovered/resolved new log line 4: event details start date: (B)(6) 2024 alert date: (B)(6) 2024 country of event: us model: lxmc14 device lot number: 29113 date of surgery: (B)(6) 2022 adverse event term: dysphagia patient details patient identifier: (B)(6) sex: female age (at time of consent): 51 years additional event details site awareness date: (B)(6) 2024 end date: blank severity: mild is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: probable relationship to primary study procedure: probable if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no dilation performed: no indicate type of dilation? Blank date of dilation: blank diagnostic intervention: no diagnostic imaging: no drug therapy: no observation: no linx explant: no other surgical intervention: no other intervention/treatment: yes if other specify: egd outcome: not recovered/not resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No updated log line 4: diagnostic imaging : no => yes other intervention/treatment : yes => no if other, specify : egd =>.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. Additional information received: awareness date : 02 feb 2024 => 19 feb 2024.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information received: outcome : not recovered/not resolved => recovered/resolved.

Manufacturer narrative:
(B)(4) date sent: 10/9/2024 corrected data d4: UDI#. Additional information received: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank = index.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2025. Additional information: updated log line: 4. Updated: severity: mild => severe.